Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe 0.3 ml 29g x 1/2 there was foreign matter in the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. This defect termed "angel hair" is caused during manufacturing as friction created by rapidly moving parts can occasionally cause filaments like this one. They confer no risk to the end user. Continuous improvement projects surrounding the generation and management of "angel hair" continue within the (B)(4) plant. No additional actions required at this time.

Manufacturer narrative:
The catalog # was reported incorrectly as 32663. The correct catalog # is 326631.